Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a colostomy reversal, assisting surgeon fired and removed device. Upon removal, device would not release. Surgeon opened two full revolutions and rotated 90 degrees each way. It took much manipulation to remove. When doing leak test, there was a hole on the anterior right portion of anastomosis. Surgeon oversewed staple line. Patient consequence was not reported.